Event description:
The lens was received from the surgery center in a lens case with a serial number handwritten on a label adhered to the case. Sender stated the lens was explanted and the physician requested confirmation of the diopter.

Manufacturer narrative:
(B) (4). The returned intraocular lens (iol) was measured for diopter. The result of this measurement shows the lens to be a minus 5.0 diopter and not a minus 3.5 diopter as the hand written serial number on the lens case would indicate. Our manufacturing documentation review and investigation did not disclose any assignable cause in the manufacturing process for this diopter discrepancy. The possibility of a mix up during final inspection was discarded as no minus 5.0 diopter lenses were manufactured on the same day the returned lens was manufactured . All manufacturing documentation and optical test results for this particular lens were within specifications. No additional reports of a similar nature were received for the remaining lenses in this production order. Several attempts to obtain additional information from the physician were unsuccessful. At this time we are not able to definitively determine the cause of this event.